Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va21sud, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said the device was replaced because it was not working and caused the patient a whole bunch of infections. Patient said the device was never completely right to start with. Patient said they felt burning and electrical charge at the ins site and the ins site never stopped hurting. Patient also said the ins site was squishy. Patient said they were holding their dog and fell. Patient said when they fell the lead moved and this is when the infection was discovered. Patient had an x-ray. Patient said they went in everyday and had the site cleaned out but the infection would not go away. Patient had everything removed in (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va21sud, product type: lead, a4: the patient indicated that their weight was approximate "around 168 lbs". Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that they had no idea what the health care professional (hcp) did with the device that was explanted. No further complications were reported at this time.